Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material". The treating doctor shared that the potential root cause of this event could have been an allergic reaction to the composite resin (on-call dentist went to the ER and removed the attachments. The on-call doctor noticed that the swelling in the patient's mouth was following the pattern of the attachments). This event is being filed as an MDR per 21 cfr 803 as the treating doctor reported the patient using an epipen and visiting the ER to alleviate the reported symptoms and reported being admitted to the hospital for 1 night.

Event description:
The patient reported symptoms of an anaphylactic reaction (swelling and hives), blister on upper lip, and edema on face. The patient reported requiring the following medical intervention to alleviate the reported symptoms: patient required using an epipen (2x), visiting the emergency room, and admittance to the hospital for 1 night; and an upcoming allergist appointment. The patient reported requiring steroids, benadryl, prednisone, and epipen medications to alleviate the reported symptoms. The patient discontinued the use of the aligners and is currently getting better.